Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to unlock the ilet pump, and a restart of the ilet via the app restored normal touchscreen function with no further assistance required. Symptoms included no reported adverse clinical effects. Outcomes included continued therapy without interruption or medical intervention. Investigation included technical support troubleshooting and device restart guidance. Investigation of this case revealed that the device interface was unresponsive prior to the restart, and functionality returned after reboot, indicating a transient user interface or software behavior without persistent hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was temporary device behavior resolved by a standard restart.